Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected cgm application shut-off occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected cgm application shut-off could not be determined. A probable cause could not be determined.